Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The device was received and inspected. Visual inspection shows that the hub is broken off from one of the sleeves. The sleeve is flattened on the end where the hub was broken off. There were no issues observed on the second sleeve. The reported failure was that the failure was found when it was removed from the packaging. The device was inspected under magnification and the trocar had visible striation marks on the trocar which indicates that the device was used. This complaint can be confirmed. There was not enough information provided to be able to determine the root cause for this failure. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of (B)(4) devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that prior to an unspecified surgical procedure, it was observed that the rigidfix fem2.7mm b/t/b xpin device was found to be broken when it was removed from the packaging. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.